Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: both seat rails bent won't fit h blocks.

Event description:
Frame, seat rail, was bent right out of the box.